Event description:
The customer reported the green therapy connector is loose.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint remains under investigation. A follow up report will be submitted upon completion of the investigation.